Manufacturer narrative:
Brasseler is reporting this alleged product malfunction in an abundance of caution. The allegations of malfunction have not been confirmed due to the inability of brasseler to perform an investigation of the product which was not returned by the customer. Brasseler will follow up with a supplemental report if more information becomes available.

Event description:
Scrub tech and circ nurse confirmed the blade(s) loaded and locked into the stryker saw properly as usual, no issues. The blade was then used to cut the patella bone with no issues. It was when the surgeon attempted to cut the tibia bone that the blade broke. Scrub tech mentioned that at one point the blade stopped moving though she could hear the saw engaging when the trigger was pulled. Then shortly after, blade broke at the crescent portion of the hub. Changed saw and used another one of these blades, and the same occurred. No portions of the blade fell into the patient.